Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient was experiencing connection issues upon new sensor insertion. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of connection issues upon new sensor insertion could not be determined. A root cause could not be determined.